Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that reviewed system logs and found that collimator was not initializing. Inspected the collimator and found that small adjustment was needed for the blades. Collimator was then able to initialize post adjustments. Perform system check out and system checkout passed successfully. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1. Product ID: bi71000168. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that that on boot up, the system was stuck in initialization. Manufacturing representative (rep) rebooted the system, which cleared the stuck in initializing message, but then the pendant displayed "error initializing collimator". Rebooting the system again cleared this message, and there were no other reported issues. There was no patient involved.

Manufacturer narrative:
H3) the software investigation found that the reported event was not a software issue. Complaint data analysis found the event was due to a hardware issue as per the complaint data. Inspected the collimator and found that small adjustment was needed for the blades. Software functioning as designed. B01, c19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.